Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported "I began using libre sensors in 2018. In (B)(6) I began having terrible red rashes when taking sensors off. I contacted abbott numerous times to ask what they have changed with the sensors. They refuse to discuss any issues and tell you to see your prescribing physician, I did just that and my dr decimated the areas stating it looked like some type of chemical burn. Abbott doesn't seem concerned with the many pts having terrible reactions to the sensors. Dr took picture of the oozing / red circle left on my arm. Chemical burn from libre." There was no report of self-treatment or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported "I began using libre sensors in 2018. In january I began having terrible red rashes when taking sensors off. I contacted abbott numerous times to ask what they have changed with the sensors. They refuse to discuss any issues and tell you to see your prescribing physician, I did just that and my dr decimated the areas stating it looked like some type of chemical burn. Abbott doesn't seem concerned with the many pts having terrible reactions to the sensors. Dr took picture of the oozing / red circle left on my arm. Chemical burn from libre." There was no report of self-treatment or third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Section d-4 (serial number) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated, visual inspection has been performed on the sensor patch and no issues were observed. No issues were observed with the adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.